Manufacturer narrative:
The complainant was unable to provide the device upn and/or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was used for drainage of a walled off necrosis (won) performed on an unknown date. According to the complainant, the axios stent was implanted successfully. A couple of weeks following the stent placement procedure, the patient presented with bleeding that was believed to originate from the won. An endoscopist was able to enter the won, identify the site of the bleeding and a clip was placed to stop the bleed. The complainant noted that the patient experienced bleeding without sequelae. According to the physician, the bleeding was thought to be venous and a result of erosion by the axios stent to the affected blood vessel. A new axios stent was later implanted in a different access location to the walled off necrosis.